Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 24 synergy¿ stent was advanced to treat the lesion. However, it was noted that the stent dislodged. Additional information has been requested and is not available.